Event description:
During implantation of intraocular lens, a "ding" was noticed in the center of the iol, requiring removal. The next implanted lens had the same defect and had to be removed. The third was noted, before implantation, to have a similar defect on the periphery. A fourth lens was implanted without complications noted at the time of surgery.